Event description:
During bottle feeding, after infant sucked on nipple several times, noted expressed breast milk running down chin. When withdrew nipple, from infant's mouth, noted top of nipple was missing. Unable to locate nipple. Device is nonradiopaque; therefore, facility is unable to determine if the infant swallowed the tip.